Manufacturer narrative:
(B)(4). The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarm due to blank display. Pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that insulin pump had error alarm. The customer's blood glucose level was unknown. It also reported that the error alarm occurred during prime process. The customer reported that the insulin pump passed the self test. The customer was advised that the pump need to be replaced and discontinue the use of pump and revert to the back up plan. The customer will return insulin pump for analysis.